Manufacturer narrative:
Procedural cine images were provided to edwards for review. The images were reviewed by an edwards physician, and the following observations and impressions were provided: procedural cine showed severely calcified leaflets, coronary arteries and a calcified lvot (hook of calcium at level of septum). No mitral annular calcification (mac) was seen. The second bav was good, although there was no contrast injection with bav. The valve crossed the annulus in good coaxial placement. The valve deployed well, slightly high. Wide open ai was seen. There was blushing noted by rca (ncc and rcc). The ai improved but the rca showed proximal part long stenosis (possible due to hematoma). The coronary wire went down rca, and flow was better. With the tee probe in view, the pericardium was drained. The ai improved, and no contrast seen in ascending aorta. The rca flow was better. Impression: the patient had heavily calcified annulus, leaflets, and lvot. In elderly patients with heavily calcified annulus and borderline annulus, conservatively recommend bav, with contrast injection to ensure correct valve size. Valve deployment correct, slightly high. S3 23mm appears to be too large for calcified annulus and stj. Top of valve larger than stj and waist seen on valve. Stent seems to push out the stj on the non-coronary sinus, possibly causing a hematoma/perforation responsible for the bleeding (effusion). Rca post stent implant appears to be narrow/poor flow (not occluded) compared to beginning of procedure; possibly due to a hematoma or dissection. Flow returns to rca post wire placement supporting the idea that there was a hematoma compressing the flow.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, no additional patient information was provided, the exact root cause is unknown. However, the patient¿s frail condition, as well as severely calcified cusps could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in new zealand, after the implant of a sapien 3 valve by tf approach, patient's blood pressure dropped. Patient was intubated and toe was performed. A pericardial effusion was seen but the source was unknown. 1000cc was drained however the patient passed away. The sapien 3 was delivered with the commander delivery system using -1cc without complication under local sedation. Post valve deployment, pressure returned as normal but soon after (1 minute) the patient complained of chest pain and their blood pressure began to slowly drop. An aortogram revealed severe ar and 'smoking' of contrast around the rca. The patient was intubated, transesophageal echo inserted which showed a pericardial effusion. The pericardial tap was inserted. Toe and a second root aortogram showed no ar and the valve functioning well. It was difficult for the operators to identify the exact location of the perforation/rupture. The patient's rhythm was good, and the valve was functioning well but the slow bleed resulted in the patient death. No post mortem will be performed. The patient's native annulus had severely calcified cusps, with minimal annular calcification. She had a highly mobile degenerative thick strand noted on the annulus related to the ncc. There was severe as with mild-moderate ar prior to the procedure. The aortic annulus measured 18.5x24mm2, area was 355 mm2. She had a normal lv size and systolic function, ejection fraction (ef) was 62%.